Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -due to the deterioration of the friction plate, the angulation was not fixed sufficiently. -the insertion section and the adhesive of the distal end were damaged. -there was an error in the scope ID. -there was an abnormality in the appearance of the connector. -the objective lens was chipped. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the scope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus due to an endoscopic image failure. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the monitor screen turned black, the endoscopic image was not displayed, and the image was not restored.